Event description:
A physician reported that after an intraocular lens (iol) implant procedure, it was difficult to improve patient distance visual acuity and there was no improvement. It was possible that the lens are off by about 0.5 mm from the center of the pupil. Specific details such as visual acuity are unknown. The patient was considering correcting the decentration or replacing it with other lens. The iol still remained in the patients eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).